Event description:
Left ventricular dysfunction. Hearts aren't functioning as well after transplant/heart didn't work [complications of transplanted heart]. Case description: spontaneous report was received on (B)(6) 2013, from a non-health professional (additional information was received on (B)(6) 2013, from a physician which upgraded the case to serious) regarding a male patient, age not provided (around 50-60), initials unk. The patient's medical history was not provided. On an unspecified date, the hearts for transplant were preserved with celsior. The lot number of celsior was not provided. Later, the patient underwent heart transplant. It was reported that the patient had generalized dysfunction of heart and profound left ventricular dysfunction (hearts did not work after the transplant) and the patient visited the operation room. The event of left ventricular dysfunction was assessed as medically significant by the company. At the time of report, the patient had not yet recovered from the events of left ventricular dysfunction and generalized dysfunction of heart and (hearts aren't functioning as well after transplant/heart didn't work). Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide the causal relationship between celsior and both the events.

Manufacturer narrative:
Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.